Event description:
It was reported that the patient experienced an isolated pocked infection. The implantable pulse generator (ipg) system was explanted and replaced with an external ipg system which was later replaced with a permanent dual chamber pacemaker system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.